Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was a tip seal observation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant, the helix of the lead was unable to deploy. In the first placement attempt, the helix took fourteen turns to deploy. On the second placement attempt, the helix took twenty times and would not deploy. The lead was not used and a new lead implanted. There were no patient complications reported as a result of this event.

Event description:
It was reported that during implant, the helix of the lead was unable to deploy. In the first placement attempt, the helix took fourteen turns to deploy. On the second placement attempt, the helix took twenty times and would not deploy. The lead was not used and a new lead implanted. There were no patient complications reported as a result of this event.